Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter read inaccurately high. The medical surveillance specialist (mss) spoke to the pt two weeks later, and was able to obtain/verify info. The pt tests her blood glucose 2-3 times a day. The pt typically tests when she gets up every day around midday and 2 hours after meals. The pt does not eat breakfast and occasionally eats lunch. She eats dinner around 9 pm. The pt takes levemir insulin at night and sliding-scale novolog insulin based on her meter readings. The pt indicated that she woke up three days ago, at 1:30 pm feeling weak, shaky, and stiff. She was also slurring her words and her left side felt weak. She also mentioned that her left hand was shaky and "flopping around". The pt claimed that her niece tested her blood glucose with the reported meter while she was symptomatic and got a result of "78 mg/dl". The pt proceeded to administer self-care by eating chocolate while her niece called the paramedics. Within 30 minutes of obtaining the result of "78 mg/dl" on her meter, the paramedics arrived and tested her blood glucose with an emergency medical services (ems) meter. According to the pt, the paramedics obtained an unk result around "30-40 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The paramedics treated the pt with glucose gel and took her to a hospital where she stayed for 2 days. The pt alleged that she probably took too much novolog insulin the night before the event based on an alleged inaccurate high meter reading. The pt was unable to recall what reading she obtained the night before the event or how much insulin she took. The pt mentioned that she had eaten dinner as usual that night around 9 pm. The pt verified a blood glucose reading of "28 mg/dl" in the reported meter's memory although she claimed that the result was actually the "78 mg/dl" initially reported by her niece during the event. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.